Event description:
The customer reported via phone call that they had a high blood glucose. Customer stated that their doctor wanted them to see if there were any issues with the insulin pump. Customer's blood glucose was 403 mg/dl at the time of the incident. Customer's current blood glucose was 275 mg/dl. Customer had symptoms related to their high blood glucose such as chest pain, difficulty breathing, and vomiting in the morning. Customer stated that they will visit their health care professional on tuesday. Customer treated with a manual injection of 14 units since 6:30 am. Customer stated that they are a brittle diabetic and their blood glucose will shoot up into the 300's mg/dl from eating 1 saltine cracker. Customer checks their blood glucose 12 times a day. Customer stated that they want their pump replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.